Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/10/2024, it was reported by a sales representative via (B)(4) that an ar-9676 angled reamer, drive shaft was jammed into an ar-9597-20 angled reamer sleeve, 20° and could not be separated. Another device was swapped and the case was completed with no adverse effects to the patient. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9597-10 angled reamer sleeve batch number: 37622319 was received for investigation. The mating part ar-9676 angled reamer drive shaft batch number: 022408 was received separately from the angled reamer drive sleeve. Visual evaluation noted striation marks along the internal diameter of the device and on the collar as well. Functional testing was not performed due to the internal damage observed. The most likely cause for the reported failure can be attributed to misuse due to interference with the mating instrument. Refer to investigation photos.